Event description:
It was reported that pump displayed cartridge alarm 20, and caller noted that similar cartridge alarms had occurred multiple times in the past with same pump. There was no adverse impact to the customer's blood glucose level. Caller had already resolved issue prior to contacting support, was able to successfully load cartridge and resume insulin therapy, and pump was replaced under a separate case while cartridge lot information remained unavailable. Cts to replace pump. Customer will continue to use current pump.